Event description:
Surgeon revised patient's left hip - reason for revision was chronic dislocation. Surgeon removed head and liner and replaced with a constrained liner.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.